Event description:
It was reported that subject device had no communication while connecting and showing color bars only, the issue occurred during preparation for use for a therapeutic procedure, which was completed with similar device, there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to bad cable unit connector and the no communication when camera is connected, color bars only was due to a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had no communication while connecting and showing color bars only, the issue occurred during preparation for use for a therapeutic procedure, which was completed with similar device, there were no reports of patient harm.